Manufacturer narrative:
Investigations performed: 1/ inspection of local installation in switzerland; 2/ interviews of involved medical staff and surgeons in swizerland & interviews with board of surgeons; 3/ analysis of involved mna-240 enc devices (investigation of air flow and thermal dynamics), reproduction of issue by r&d; 4/ study of existing info-t & installation manual, sufficient information to safeguard correct installation by end users? Conclusion from investigations / root cause investigation: - temperature inside device exceeds the temperature limit; - mna devices fail and have no video output; - internal ldo component goes in thermal shutdown; - installation of the devices was not according the instructions; - instructions not sufficiently accurate. Action in the field: - update installation instructions; - inform customers to inspect current installations and adhere to the updated instructions.

Event description:
During a procedure all monitors have shut down. Devices not responding. The patient had to be transported to another operating room with laparoscopic instruments in her abdomen and intubated. Another operating room had to be free first. Longer anesthesia time for the patient.

Manufacturer narrative:
On 21-jan-2022 there was an event with barco's mna-240 device in a hospital in switzerland, whereby the patient experienced harm because of being transported to another operating room. Barco has reported this event in report no. 3004578804-2022-00001 (MDR report key (B)(4)). Since then, in line with the guidance document 'medical device reporting for manufacturers' from november 2016, barco has considered the likelihood of harm from similar incidents with similar devices to be 'likely' regardless if the incident actually led to harm or not. However, since the incident from 2022 barco has not received any similar complaints with actual harm anymore. Therefore, also conform the same guidance document, barco no longer considers similar incidents to be likely to lead to death or serious harm. Any recurrence of a serious injury or death for the same malfunction in the future will trigger the resumption of mandatory reporting again.